Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, contact was guided through loading a new cartridge and infusion set and resumed insulin delivery.